Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dlk) seen at one day post lasik treatment. Reporter indicated prescribed an increase of topical steroid dosage. Pt noted eyes were watering, light sensitivity and redness was present. Additional info received indicated the pt was scheduled for additional follow up for this reported event, however, had not returned. There are two related reports for this pt. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the device history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).